Event description:
It was reported that the pt had experienced vocal cord paralysis of both the right and left cords during her initial implant procedure. She was noted as having issues following implant but the surgeon did not think of them as major. The pt then saw an ent specialist who diagnosed the paralysis. She then had an implant placed to help her speak.